Event description:
Phillips urgent product defect correction in australia -replacement device. Waiting for new dream station with new material for sound abatement foam in the new devices. My machine sn (B)(4). Have been informed of the danger of the foam breaking down in my sleep app machine. FDA safety report ID# (B)(4).